Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the recharge  is taking a long time to charge implanted neurostimulator. Patient states they used to always charge to 100%. Patient states having a medical issue earlier this year and it has been quite a while since patient has used the equipment.  Patient last charged ins in february. Patient started charging ins again about 2 weeks ago and it keeps disconnecting and does not advance past 80%. Agent had patient reset the recharger. Patient was able to connect ins and recharger and was charging. Agent redirected to healthcare provider if issue persists. The call was disconnected , patient called back and states recharge level has increased to 90% but recharger keeps disconnecting from ins. Patient states they have tried to place the recharger directly on the skin before but the skin got hot. Pss recommended patient try different positions and reach out to hcp if needed. Additional information was received from the patient (pt), healthcare provider (hcp), and a patient representative (rep). Patient called back with their nurse at their rehab center and the nurse reiterated that the recharger would connect to charge the ins but then would immediately lose connection after 30 seconds and that it was very frustrating. It was discovered that the patient had been informing the nurse that they needed to use all "3 external devices" to charge the patient's ins. Patient services reviewed external device function with the caller and patient and had the caller power off the communicator. Caller was able to then connect the recharger to the ins but after a few seconds it would still disconnect. Caller stated patient used to be able to just lie on a pillow to charge and patient had no problem but now it kept doing this. Patient services asked the caller if the patient had had any falls or traumas that could have led to the issue and the caller stated that the patient had certainly had falls and that was why they were in the rehab center as the patient had fallen last (B)(6) 2024 and fractured their sacrum. The nurse guessed the issue with charging started after the fall and recounted how the patient was having difficulties with charging over last summer of 2024 and had to call the nurse over at that time to assist them as well. Patient services asked the caller to palpate the skin. The caller stated there was a lot of scar tissue but they were able to locate the ins under the skin and confirmed feeling all 4 corners. They stated "it squiggles all over" but did not elaborate on the comment. The caller was able to begin a charging session and it showed that the ins was at 10% and the therapy was off. The caller and patient stayed connected throughout the rest of the call. Patient services redirected the patient to follow up with their hcp to check their implanted system since the fall. The patient is going to charge their ins to completion and may call back for further assistance in turning the ins back on when finished charging. The pt rep called back for assistance to turn therapy back on. After encountering por and clearing the message they were successful to turn therapy back on and adjust confirming comfortable sensation. Patient services offered to email quick guide. During the call caller said they had been trying to help pt use their equipment since august but have not had success before. Patient services sent quickguide via email to caller.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.